Event description:
Device 2 of 2. Ref MFR report: 1627487-2014-23618. It was reported the pt was not receiving effective stimulation coverage on her right side. Subsequently, the pt underwent surgical intervention on (B)(6) 2014, where her leads were repositioned. The pt reported effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.